Manufacturer narrative:
No physical sample was returned. The photo sample confirmed an irregular balloon burst on the catheter but the root cause was unable to be determined based on the photo attached. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley was placed into the patient's cervix, instilled with 40ml of saline; within 2 hours of placement the patient reported a "pop" and felt leakage of fluid. Upon nurse assessment, the foley was removed with evidence of balloon rupture. Physician was notified and a new foley was placed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley was placed into the patient's cervix, instilled with 40ml of saline; within 2 hours of placement the patient reported a "pop" and felt leakage of fluid. Upon nurse assessment, the foley was removed with evidence of balloon rupture. Physician was notified and a new foley was placed.